Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose event and reported physical damage to the insulin pump. The event involved product(s) mmt-332a, mmt-1884l, mmt-242a, mmt-7040a. The customer stated the pump may have been bumped and observed a crack on the case at the battery tube side, which was confirmed as physical damage impacting pump functionality. The customer reported having type 1 diabetes and treated the high blood glucose with insulin only. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No further customer complications were reported. Mmt-332a, mmt-242a, mmt-7040a were not expected to return. Mmt-1884l was expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.